Event description:
A customer reported difficulty with the pump's wake button, which was hard to press and required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. The customer's continued to use current pump.